Event description:
It was reported that the patient was implanted with one pipeline on (B)(6) 2012 with no complications. On (B)(6) 2012, the patient was re-admitted to the hospital and found to have a stroke due to an occluded vessel. They speculate the patient did not take plavix.

Manufacturer narrative:
The device involved in the procedure will not be returned for evaluation as it was implanted in the patient. (B)(4).